Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age). According to the complainant, during the initial heat up phase, two fluid losses occurred (rate of loss unknown). Since fluid had not reached ablation temperature yet, an assumption was made that there was possibly a perforation, however, this information could not be confirmed. Follow up information received on october 9, 2009 revealed that there was no leaking at the cervix and the cervix was noted to be "stenotic". The procedure was aborted due to this event and rescheduled for a later date. There were no other patient complications reported. Although there were several attempts to confirm whether or not a perforation was sustained, there is no further information.

Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.